Event description:
A home pt's spouse contacted baxter's technical service center for assistance during drain 1 of the home pt's automated peritoneal dialysis therapy. Reportedly, the home pt's spouse noted the bed being wet. Per the home pt's daughter the pt line extension set became disconnected from the pt line of the homechoice set. The home pt's daughter indicated that the connection was secure and nothing unusual was noted with the connection during prime or during initial drain, fill or dwell. Baxter's technical service center assisted the home pt's spouse in ending therapy early. Therapy was discontinued for the evening. No pt injury or medical intervention was associated with this incident, per the home pt's daughter.